Event description:
It was reported that the patient underwent a prophylactic replacement surgery, and that the patient¿s heart rate would drop to the 30-40 bpm range approximately every minute. Due to the drop in heart rate, the neurosurgeon decided to lower the output current. The patient's neurologist reported that the low heart rate occurs when the vns is on. System diagnostics were received from the date the device was implanted and were within normal limits. No additional or relevant information has been received to date.

Manufacturer narrative:
Initial MDR inadvertently omitted information that was known prior to submission.

Event description:
The patient also experienced vomiting which was reported to be caused by pain and the low heart rate when the vns is on. No additional or relevant information has been received to date.